Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusion: evaluation of the returned ruby coil revealed a fully functional device. During functional testing, the ruby coil was advanced out of its introducer sheath and through a demonstration catheter without issue. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician was unable to advance a ruby coil out of its introducer sheath and, therefore, the ruby coil was removed. The physician then attempted to advance the ruby coil within its introducer sheath on the back table, however, was unable to. The procedure was then completed using a new ruby coil. There was no report of an adverse effect to the patient.